Manufacturer narrative:
(B)(4). 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing increased recharge burden and difficulty in recharging. The patient reports she must lay flat on the floor to successfully recharge the ipg due to the location on the ipg which is placed in the crease of her waist. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced to take advantage of newer technology. Therapy was resumed and patient is satisfied.